Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing infection at the pocket and incision site. Symptoms were redness and fluid discharge. It was also noted that the ipg was visible. The physician believed that the infection was not device related and the caused of infection was unknown. The physician also did not suspect anything from the recent procedure that would have contributed to the infection. Antibiotics were prescribed. The patient underwent an explant procedure.